Manufacturer narrative:
(B)(4). Device evaluated by manufacture: returned product consisted of an apex balloon catheter with no original packaging. There was not any dried contrast or blood present in the device. Visual/microscopic and tactile inspection of the device revealed no damage or abnormalities. The balloon was inflated to 6 atm. The spacing of the markerbands in the as-received condition was within specification. Furthermore, there was no indication of any distal shaft damage or other irregularities that would cause the markerband spacing to change based on inflation pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The reported information indicates that the device was used contrary to preparation instructions, in the dfu, which likely contributed to the reported difficulty, the root cause will be documented as user / use error. (B)(4).

Event description:
It was reported that during an unspecified procedure difficulty visualizing the balloon was encountered. The 2.00x15mm apex balloon was prepped and advanced across another manufactures stent. The physician went in to inflate the balloon with saline inside; however, they were unable to visualize the balloon under fluoroscopy. The balloon was removed and tested outside of the patient and the balloon inflated just fine. The procedure was completed with another of the same device. The patient status is listed as fine with no complications reported.